Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of clear fluid mixed with blood dripping into the slide tray under the coulter lh 750 slidemaker. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced cut tubing at pinch valve #20.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).